Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the loss of guide support caused the stent to back out of the lesion and subsequently caused the reported failure to deploy. Attempts to reposition the device to the target lesion were met with the reported physical resistance due to the partial deployment of the balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending coronary artery. A 3.00x18 mm xience sierra stent delivery system (sds) was advanced to the lesion. The balloon of the sds was inflated when guide support was lost. As a result of losing guide support the sds moved from the initial position, pulling the partially deployed stent out of the target lesion. Attempts to reposition the stent to the target lesion were unsuccessful and the sds was removed independently without resistance from the patient anatomy with the partially expanded stent still intact on the balloon. The procedure was successfully completed with a 3.25x18 mm xience sierra sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.